Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2017 via a manufacturer representative regarding a patient's implanted infusion pump containing lioresal (dose and concentration unknown). The indications for use included intractable spasticity and myelopathy. It was reported that in (B)(6) 2017, shortly after implant, the patient's pump pocket became infected. The pump was explanted, and the affected area was allowed to heal for a time period. A new pump was then placed on (B)(6) 2017, and the issue was considered resolved. The patient's status was noted to be alive - no injury.